Manufacturer narrative:
Additional information was added: the lot was manufactured between august 09, 2019 to august 12, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in one small volume intermate. The particulate was observed to be ¿red particulate matter on the tubing¿. The device was filled with 0.9% sodium chloride (nacl). This was observed during labeling. There was no patient involvement. No additional information is available.